Event description:
This case was initially received via regulatory authority ((B)(6), reference number: ((B)(4)) on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of device breakage ('one of my implants was broken') in an adult female patient who had essure (batch no. 624490) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), fatigue ("major fatigue/too tired "), renal pain ("pain in the kidneys"), arthralgia ("severe joint pain"), lymphadenopathy ("lymph nodes "), disturbance in attention ("I am unable to concentrate") and amnesia ("memory loss"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, renal pain and lymphadenopathy outcome was unknown and the fatigue, arthralgia, disturbance in attention and amnesia had not resolved. The reporter provided no causality assessment for amnesia, arthralgia, device breakage, disturbance in attention, fatigue, lymphadenopathy and renal pain with essure. The reporter commented: reported onset date of event: (B)(6) 2019 (unspecified). Since removal and after multiple tests, she still had severe joint pain, memory loss and joint pain and she was on sick leave because she was unable to concentrate and was too tired. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 02-mar-2020. The most recent information was received on 17-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of device breakage ('one of my implants was broken') in an adult female patient who had essure (batch no. 624490) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fatigue ("major fatigue / too tired "), renal pain ("pain in the kidneys"), arthralgia ("severe joint pain"), lymphadenopathy ("lymph nodes "), disturbance in attention ("I am unable to concentrate") and amnesia ("memory loss"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, renal pain and lymphadenopathy outcome was unknown and the fatigue, arthralgia, disturbance in attention and amnesia had not resolved. The reporter provided no causality assessment for amnesia, arthralgia, device breakage, disturbance in attention, fatigue, lymphadenopathy and renal pain with essure. The reporter commented: reported onset date of event: (B)(6) 2019 (unspecified). Since removal and after multiple tests, she still had severe joint pain, memory loss and joint pain and she was on sick leave because she was unable to concentrate and was too tired. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: 1 implant broken. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-mar-2020: quality safety evaluation of ptc. A lot number was received in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.